Manufacturer narrative:
The actual sample was received inside a plastic bag, not in the product's original package. Visual examination showed a piece of what seems as a flat drain attached to a bulb reservoir. The reservoir provided by the customer is not manufactured at cardinal health. The product contains the letters approx. It is not clear if the drain provided was manufactured at cardinal health, since only a portion was returned. Visual inspection of the returned drain portion showed a fracture at the perforated area. Microscopic examination revealed a wavy/jagged edge at the fracture site. Also, a distortion or tear was observed. This observation could suggest that the drain was exposed to excessive force. As no lot number was provided, we were unable to trace the device history record(DHR), quality testing performed and corresponding results. The non-conformance report(ncr) data since january 2019 to present was reviewed and no issues that could be related to the catalog number and condition reported were found. We cannot confirm if the product was manufactured at cardinal health based on the returned unit evaluation. However, we are concluding that the most probable root cause was identified as misuse by the customer. The wavy/jagged edge condition observed at the fracture area suggests excessive force that may have resulted in the breakage. No further action identified at this moment. We will continue to monitor trends and utilize the information as part of continuous improvement.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be filed.

Event description:
Customer reported that while removing a jackson pratt drain in order to place a pico dressing on patient¿s right knee, the drain partially broke off inside of the patient¿s knee. There was reportedly little resistance with removal of drain. Patient was taken back to the or to ensure broken pieces were removed.